Event description:
Reporter alleged that the customer was not responding when he attempted to test her on the compact plus system but only got a battery symbol on the display. Reporter stated that he called for an ambulance who tested her with a 26 mg/dl result on their system and took her to the hospital where she was given glucagon. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.